Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided. The manufacturing records were identified and reviewed, the device was conform to specification. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient follow correct post-op protocol and an update on the patient post revision. No additional information was provided. However, it was reported that the patient had a fall prior to the revision. Based on this, the root cause is established to be external as related to the patient fall. And this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Apex revision because the patella that was in came off. Patient suffered trauma/fall prior to revision.

Manufacturer narrative:
(B)(4) initial report: the appropriate device details were provided. The manufacturing records will be identified and will be reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient follow correct post-op protocol and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.